Event description:
A malfunction alarm was reported with the pump, identified as alarm 20, during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the customer from resuming insulin therapy. As a resolution, technical support decided to replace the pump, which was still under warranty. The customer was informed and acknowledged the procedure to place the pump into storage mode and return it using a pre-paid label within ten days. Meanwhile, the customer will use multiple daily injections as a backup therapy to ensure continuity of insulin delivery.